Event description:
Litigation papers allege patient has suffered constant and severe pain and discomfort in his lower back, thighs, groin, buttocks, and calves, as well as popping and clicking sensations in his hip area.(B)(6) 2011 - litigation papers received. Patient is now represented by a different law firm. Additionally, they provided information that allowed us to find an invoice. Head and cup have been added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.